Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation; however, the shaft broke. The procedure was completed with a different device. No patient complications were reported.